Event description:
The salute fixatiion device is intended for fixation of prosthetic material. The salute was loaded with a disposable cartridge and fired to the end of the wire, beyond the number of deployed constructs that labeling instructs. A second disposable cartridge was loaded and it deployed straight wire during the test shot. The sales rep inspected the instrument and found that the tip was broken. The case was completed with a second instrument, without detrimental affect to the pt.